Manufacturer narrative:
Additional information: please confirm what substance was being infused during the time of the event? - hepa. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? - it was confirmed when the syringe was attached before starting infuse. Investigation results: one mz5303 sample was received without packaging for investigation. An unknown catheter was connected to the male luer and some blood residual was present. The customer reported that the maxzero immediately disconnected when a syringe was inserted into the female luer adaptor. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and other bd stock products remained secure; no inadvertent disconnection occurred throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID from the maxzero component confirmed a possible lot number to be either 23119321, 23119322 or 23119331. A review of the production records for the potential lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.

Event description:
It was reported that a syringe is connected to the female part (mixing part), but it is immediately disconnected. Additional information: please confirm what substance was being infused during the time of the event? - hepa. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? - it was confirmed when the syringe was attached before starting infuse.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was disconnecting the following information was received by the initial reporter with the following verbatim: it was reported that a syringe is connected to the female part (mixing part), but it is immediately disconnected.